Event description:
Harmonic wave not working properly. Error code 5 appeared. Instrument tightened with blade wrench & reset. When surgeon attempted to use, error code 5 reappeared after several attempts to fix instrument. New wave opened.